Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed on same system using small focus. A philips field service engineer (fse) visited the site and confirmed that exposure was not possible. The analysis of the system's log file revealed that converter 2 was defective the fse replaced the converter and returned to philips for further analysis. The analysis found that the initiation of tube adaptation was canceled due to error codes 02hw and 02hx. The oscilloscope displayed an asymmetric high voltage structure, which prevented high voltage generation, resulting in the unavailability of x-rays. After replacing the converter, the system was restored to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system using small focus, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.